Event description:
It was reported by an aci sales professional that following a cardiac catheterization on a female pt (B) (6), the physician trained to the mynx, chose the device for femoral arterial closure. A femoral angiogram showed the vessel size of the common femoral artery (cfa) as <6mm. Sheath insertion was through the profunda. It was reported that the sealant was deployed into the artery without confirmation of temporary hemostasis with the balloon abutting the arterial wall prior to deployment. Several techniques were used to restore flow to the leg includinig aspiration, angio jet, ballooning and finally stenting the reported sealant in the lower leg. No other info was available.

Manufacturer narrative:
Based on the limited info received and with no device returned for physical investigation, the root cause of the reported sealant misdeployment could not be conclusively determined. Without source documents or the material to perform chemical analysis, the composition of the material reported as mynx sealant could not be conclusively determined. Additionally, it was reported that the sealant was deployed without confirmation of temporary hemostasis. The mynx instructions for use states "grasp handle and withdraw catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy site." This will provide temporary hemostasis and will ensure that the tip of the introducer sheath would be just above the vessel. In addition, the sheath insertion was through the profunda. According to the mynx instructions for use, the mynx is indicated to seal femoral arterial access sites. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.